Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reported the reported symptom door not fully latched alarms, determined the be caused by a missing upper link switch. The upper and auxiliary assembly, which contains the link switch, was replaced to correct this condition.